Event description:
It was reported that the device trial worked, but with the permanent devices, therapy did not help the patient to empty her bladder at least 70 percent. The patient never had therapeutic effect and had to self-catheterize on a regular basis. The patient¿s devices were removed sometime in 2010. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2015-00801 for information regarding the patient¿s other device.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v295465, implanted: (B)(6) 2009, product type: lead; product ID 3889-41, lot# v062662, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).